Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The quick coupling of o2 hose was leaking. The conclusion is that the problem was solved by replacing the o2 hose needs to b replaced. The o2 hose is a getinge product. The provided picture confirmed the damaged o2 hose. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer ref. #: (B)(4).